Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the 6e drawer 4 detected on bus. A field service engineer reseated row board cables, cleaned out debris under cubies, the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 4 on 6e was detected not on the bus. The customer attempted to reboot the machine a couple of times, but the issue could not be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.